Event description:
Caller reported damage to a tandem wall adapter. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the damaged charging supplies using 2-day shipping.